Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the device "will not run/rotate." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.